Event description:
Pt was simulated and initial field photos were taken. Another set of photos were taken prior to treatment. The initial photos were still displayed by the system. The pt was set up using the initial photos. The field notes, and other checks were used. No problems were noted and the pt was treated. Customer further claims that pt mistreatment resulted from "system showing incorrect setup photos." Pt treatment to wrong location, one treatment fraction only, assumptive dose 250 centigray (359 monitor units) as reported by the clinician.